Event description:
N/a

Manufacturer narrative:
It was reported that during inspection the cardiosave intra-aortic balloon pump (iabp) units touch panel operation became unavailable. Getinge field service engineer (fse) touch panel operation malfunction occurred. He replaced touchscreen. Device passed all functional and safety tests according to factory specifications. Check and functional test correct. No patient involvement. The failure analysis and testing department received part number touchscreen assy, 12.1¿ serial number with a reported unit failure touch panel become impossible during inspection. The failure analysis and testing dept. Performed a visual inspection of the part received is in a good condition. The failure analysis and testing department installed the part number touch screen, serial number in the cardiosave test fixture serial number and tested to factory specifications per cardiosave service manual number 0070-00-0639 revision r.the failure analysis and testing dept. Found that the touch screen is unresponsive to touch. The failure analysis and testing department verified the failure of the touch screen. The touchscreen is defective. Retaining the touchscreen in the failure analysis dept. Per procedure (B)(4) rev aq.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
The getinge field service engineer (fse) stated the affected equipment has been returned to the office and is currently being verified. Three (3) gfe attempts have been performed to obtain additional information and product return. No response has been provided, the complaint will be closed and in the event new information and/or device was to become available, this record will be reopened and updated/investigated.

Event description:
It was reported that during inspection, performed by the getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) units touch panel operation became unavailable after the software update. There was no patient involvement.

Event description:
It was reported that during inspection, the cardiosave intra-aortic balloon pump (iabp) units touch panel operation became unavailable. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.